Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that the patient was still peeing on themselves so they bumped [the stimulation] up from 0.4 to 0.5. The patient didn¿t pee all day long even though they tried, which was a concern. When they turned [the stimulation] down, the patient had incontinence before being able to make it to the bathroom. It was reviewed how to change from program 3 to 4. No further complications were reported or anticipated. On (B)(6) 2020 undeliverable (con): no new information.